Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date in (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the peritonitis and another event. Treatment was not reported. The outcome of this peritonitis event was not reported. The action taken with dianeal therapies was not reported. No additional information is available.